Manufacturer narrative:
Motor passed motor test. Pump received with cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose and their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 76 mg/dl. Customer states she has been switching between high and low so she went from 430 to 76 to 105 mg/dl . The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.